Event description:
It was reported that the system displayed an overload fault and shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the high voltage tank and the snubber boards. The system operates as intended.